Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check lines and bags alarm while refilling the heater bag for the next fill on the homechoice machine (hc). The home patient (hp) stated that she disconnected the heater bag and replaced it with a new solution bag. The technical service representative (tsr) advised the hp that she should never disconnect a bag and replace it with another solution bag. The tsr advised the hp to end therapy. The hp stated she will finish therapy using continuous ambulatory peritoneal dialysis. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product was confirmed. The root cause was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.